Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. Visual inspection noted two foil pouches, and three needles. The foil packages were torn in the upper right quadrant. Three detached needles were placed on a metal round dish. It was reported that the needle had detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during orthopedic surgery, the four needle detached from the suture after the patient's incision. A new suture was used without issue. No consequences or impact on the patient were reported, and no patient complications have resulted from this event.

Manufacturer narrative:
D.10. Concomitant products: cl-936, cl-936 polysorb 1 vio 90cm gs12 x36 (lot#: a5c1940y), cl-936, cl-936 polysorb 1 vio 90cm gs12 x36 (lot#: a5c1940y), cl-936, cl-936 polysorb 1 vio 90cm gs12 x36 (lot#: a5c1940y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.